Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was difficult to place, and the helix would not extend during an implant procedure. The lead was not used, and another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix could be extended/retracted. But the helix tip is extended beyond the lead distal end due to the helix stretched. If information is provided in the future, a supplemental report will be issued.